Event description:
Source reports that child reached around and undid strap, causing her to fall backwards out of the prone stander. Child allegedly hit her head on the cement floor, resulting in vomiting and lethargy. Source reports that child has fully recovered and no negative effects from incident apparent from cat scans.